Event description:
It was reported that there was a fracture of the stem. It was also reported that the stem may have failed because all the proximal bone resorbed because of severe osteolysis. Additionally, it was reported that only the distal portion of the stem was well fixed causing a stress riser.

Manufacturer narrative:
An eval of the device cannot be performed as the device was not returned to the MFR. If add'l info becomes available, it will be submitted in a supplemental report.